Event description:
Related manufacturer reference number:2017865-2023-04661. It was reported that the right ventricular lead exhibited noise that was easily reproducible with pocket manipulation. The right ventricle was explanted and replaced. During surgery the medial portion of the right atrial lead was curled in the superior vena cava. The right atrial lead was explanted and replaced during the same surgery. Patient was stable.

Manufacturer narrative:
The reported event of lead twisted was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Visual and x-ray examination did not find any anomalies on the lead with exception of damage consistent with that occurring at the time of the procedure. Electrical testing did not find any indication of conductor fractures or internal shorts.